Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 447 mg/dl. The insulin pump alarmed multiple error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer was advised the insulin pump will need to be replaced. Fill cannula was recorded in daily history. The insulin pump passed self-test. The customer declined troubleshooting for high blood glucose value. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.